Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to request medication because the pharmacy (rx) verification feature was not active, as the machine was not synchronizing. A technical support specialist (tss) received a call reporting that medication could not be requested because the rx verification feature was not active due to the machine not synchronizing. The tss verified the issue, restarted the synchronization process on the machine and the myqlink controller, and confirmed that data synchronization resumed successfully, allowing items and patient information to begin syncing properly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the sync issue or rx verify issue with station. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.